Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported controller screen displayed a ¿system problem¿ message, rm03. Patient stated he needed to charge his ins because it was red, but his controller had an error message on it, that said rm03. Patient mentioned he charged his implant 2 days ago, but now he was unable to charge his ins. Troubleshooting included disconnected recharger from controller, reset controller by removing and re-inserting the battery pack or batteries, reconnected recharger. Patient confirmed after resetting the controller, the message had cleared, but the patient still could not charge. Patient had entered a passive mode recharge session, all of the number on screen 50 were zeros. On the call, patient could increase the middle and high numbers to 14 ,15, but patient did not start a recharge session on the call, still in passive mode recharge. Patient mentioned when he charged, the recharger got hot ¿at the tip¿. It was noted recharger showed rm03, unable to charge ins and recharger was hot. A replacement recharger would be sent, rm03. An additional information from patient on later date indicated patient had difficulty charging the controller, controller was not charging past 90%. Patient mentioned he reset li battery but even with controller plugged into ac power supply, it was no longer showing recharging and would not charge. Patient thought he might need a new ac power supply as well. On (B)(6)2019, patient stated they got the packaged and both recharger and ac power supply were in the package. No further complication and events were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745ac lot# serial# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a no device found message and the device was scrapped due to failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.